Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was patient reported they have not used their therapy for a while because they were having issues with the pain and stuff and were getting zapped. Agent attempted to gather event date and patient stated "probably early 2022ish." Patient stated they saw their healthcare provider about a week ago and would now like a reprogramming appointment. Agent reviewed role of rep and redirected patient to healthcare provider to further address and coordinate reprogramming appointment with rep.